Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the seat upholstery is sagging and the end user is alleging that the upholstery is hammocking.